Event description:
Healthcare professional additionally reported "calcification of capsule."

Manufacturer narrative:
Additional, changed, and/or corrected data: b.5, d.6b, d.9, h.3, h.6. Device evaluation: analysis of the returned device identified the weight the device within specification, deformation, black particles in the shell, yellow calcification (approx. 10%) and crease fold. Cloudy and voids in the gel observed after autoclave cycle. Based on the device analysis the final assessment is: the unit is not ruptured.

Event description:
The device has been explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional reported left side "rupture". Device remains implanted.